Manufacturer narrative:
Unknown; no information has been provided to date. One device received for investigation. Visual inspection of device found a damaged downstream occlusion (dso) seal. Review of the event history log found the device showed error 41622. Functional testing was performed, and the device shows 41622 error. The primary problem was that the motor was defective. Service history review identified the complaint was not related to a previous service of the device within the review period. The motor and dso seal were both replaced.

Event description:
It was reported that the pump display shows error code 41622. Per reporter, the fault was discovered when the cassette was attached to the pump before infusion was started. The pump alarmed as soon as the cassette was fitted. There was no patient involvement.